Manufacturer narrative:
(B)(4)

Event description:
Reportedly, when the subject device was interrogated in the box, the following message appeared: "implant is in standby mode - interrogation is stopped". Investigation of the reason for the switch in standby mode is required.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when the subject device was interrogated in the box, the following message appeared: "implant is in standby mode - interrogation is stopped." Investigation of the reason for the switch in standby mode is required.